Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed the right ventricular pacing lead impedance had gradually increased within a five month period. Isometric and device testing was performed when the patient visited the clinic. The device output setting was increased. The patient condition is fine and will be monitored.

Event description:
New information received notes that during an in-clinic follow-up, loss of capture and high, out of range pacing lead impedance were observed. The lead was capped and replaced on (B)(6) 2017.

Event description:
New information received notes that the patient condition was fine after the procedure.